Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's implantable neurostimulator was to be explanted due to a suspected premature battery depletion. The pt had two deep brain stimulator devices implanted four year ago. The pt did "well" during that time. One year ago, both of the devices were replaced with two new devices. One of these devices had a battery depletion, while the other continued to work "well." The programming was set at the same values as was the previous device. The pt was "not well," which led to the need for device replacement there was no injury to the pt. There was no explant surgery scheduled as of the date of this report. No further details, pt symptoms or outcome were provided. Additional information was requested, but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.